Event description:
Consumer contacted dexcom to report intermittent out of range. The consumer did not report any medical intervention or injuries.

Event description:
Consumer contacted dexcom to report intermittent out of range. The consumer did not report any medical intervention or injuries.